Event description:
It was reported that during a da vinci si prostatectomy with lymph node dissection procedure the fenestrated bipolar forceps instrument tips were allegedly not approximating. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the one grip was bent, causing side-to-side misalignment of the grips. There was a .030 offset at the tips. The bent grip had separation of the yaw pulley and the pulley cover at the glue joint, indicating overloading at the tip. Engineering also found tube damage. The distal end of the main tube had various scratch marks with light material removal. The scratches were .080 - .140 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely caused by mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.